Manufacturer narrative:
(B)(4). The reported issue of application defect-function not working was confirmed. The root cause was determined to be due to the customer pc environment. The sql server agent was not running at the time of the event.

Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported via phone that the main pane in logix cm was displaying orders that had been completed on previous days. Logix cm has an "end of day" job that runs at a user-specified time (typically early in the morning), so that orders that have been completed or canceled on prior days are not displayed in the main pane. Sql server agent was not running, and therefore the end of day activities were not being performed. Nutrition technical support assisted the customer in starting "sql server agent". Once the "sql server agent" started, logix cm was performing as expected. Although the issue was resolved, it is unknown why "sql server agent" had stopped. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.